Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Performed inspection for oxygen failure and found that the grey removable foam was not correctly installed. Reinstalled foam correctly.

Manufacturer narrative:
On previously submitted report, section "component code grid (1) " in box h was incorrect. Section "component code grid (1) " in box h has been updated/corrected in this report.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Performed inspection for oxygen failure and found that the grey removable foam was not correctly installed. Reinstalled foam correctly. The device's active exhalation control module was replaced to address the test fail issue.